Manufacturer narrative:
The lot number could not be specified by the initial reporter. However, information was provided that the occurrence potentially involves one of the four (4) following lot numbers: w4098940, manufacture date 07/26/18, expiration date 07/26/21. W4126417, manufacture date 10/02/18, expiration date 10/01/21. W4101092, manufacture date 07/31/18, expiration date 07/31/21. W4096794, manufacture date 07/23/18, expiration date 07/23/21. Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The device history records for the four (4) possible lot numbers potentially involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device". The instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip". Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the possible device history records confirmed that the lots potentially involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook instinct endoscopic hemoclip. The procedure involved several clips that did work, several that didn't. [The reporter] does not know at this time in what order they occurred. The procedure was eventually completed successfully. Six (6) devices failed: two (2) clips fell off after being opened [packaging opened] but before being put into the endoscope, three (3) fell off while in the endoscope (subject of this report), and [one (1)] fell off when attempted to be opened (MDR 1037905-2018-00551). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.